Event description:
The hospital rep reported an infusion pump with fail code 808:02. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no additional contact info was provided. The hospital rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event.